Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for replace battery now alarm. The customer¿s blood glucose was unknown. Customer reported that pump has been malfunctioning it keeps saying that battery is out and then it also said the reservoir was empty. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing and no unexpected replace battery now. Unit inspected no damage found at battery compartment.